Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered anti-tachycardia pacing (atp) that accelerated the patient's rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf). Additionally, there was vf undersensing prior to successful conversion via 41j shock. Further review was recommended. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered anti-tachycardia pacing (atp) that accelerated the patient's rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf). Additionally, there was vf undersensing prior to successful conversion via 41j shock. Further review was recommended. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that the patient, implanted with this ICD system, had a history of prolonged qt. The patient also had low magnesium and heart failure exacerbation. Her diuresis likely led to abnormal electrolyte levels and her episode of ventricular tachycardia/ventricular fibrillation (vt/vf). Electrogram (egm) review revealed that the patient was in polymorphic vt/vf that was appropriately detected in the vf zone and treated with anti-tachycardia pacing (atp) while the device was charging. After the burst of atp, the rhythm became more like vf and was then terminated with the shock. In last four seconds leading up to the shock, the vf had some brief periods where it became very fine and was intermittently undersensed. The physician did not feel that any changes to the patient's medications or device programming were needed at this time. This ICD system remains in service. No additional adverse patient effects were reported.